Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8: was this device serviced by a third party? No. The field service representative replaced the indexer board and the lls/pm bd with slope score feature (rohs) board which resolved the issue. A review of the analyzer¿s service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of a damage to the indexer board or the lls board after they were replaced. The architect I system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing boards. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage to the indexer board and the lls board were limited to the board only. No adverse trends for replacements of the indexer board and the lls/pm bd with slope score feature (rohs) were identified. A 12-month search for similar complaints identified no additional complaint for the indexer board and the lls board and no deficiencies. No product deficiency was identified.

Manufacturer narrative:
The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed discolored and burnt components on the printed circuit board (pcb) during service on the architect i2000sr for error code 1007. During troubleshooting, service accidentally swapped the indexer board with lls board in slot 8. When the instrument was powered on, there was a burn smell and the instrument was powered off immediately. Service discovered the indexer board was in the wrong position and saw the discolored and burnt components on the pcb. The indexer board was replaced. No injury was reported. No patient involvement.